Manufacturer narrative:
Approximate age of device: 26 days. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic and noted to have a pump stop the night before. The patient verbalized that he was sleeping in bed and heard a "beep" and by the time the patient looked at the system controller, there were no alarms present. The patient did see a low speed advisory event in the alarm history. A data log file was sent to the manufacturer for review which confirmed the reported event, which occurred when the patient was connected to the power module. The vad team checked the external percutaneous lead which looked and felt normal. The customer exchanged the system controller with another system controller as a precaution.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms properly activated when induced. The device operated on a mock circulatory loop without any notable events captured in the history screen. The log file retrieved from the returned system controller contained two pump stop events recorded on (B)(6) 2015. The pump power (from 4 up to 9.6 watts) and flow estimation (from 3.5 lpm up to 12 lpm) values appeared to be elevated. The analysis could not determine the root cause of the pump stop events contained in the log file. No further information is available. The manufacturer is closing its file on this event.